Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h4, h6( type of investigation, component codes, investigation findings, investigation conclusion), h11. Corrected fields - d4(UDI). A getinge field service engineer (fse) states the customer reported the device initially showed communication errors, but unit was restarted and therapy continued. Five hours later the unit gave more communication errors and the screen went blank, at which point the pump was switched out for another unit. Customer reported the patient suffered from a brain bleed but was unable to confirm if the cardiosave caused the issue. Furthermore, it was reported that due to the transfer of unit, the customer states no harm was caused to the patient by the iabp. Unit powers on normally with no faults and pumps normally during evaluation. The fse states fault logs show several 7's, 111's, and 112's during the event. Front end pcb and executive processor pcb were replaced. The unit was left pumping on a balloon and system trainer to stress test. Unit pumped for 30hrs with no alarms or issues. Unit passed all tests and calibrations to manufacturer standard and was released for clinical use. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 03 sept 2024. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0670-00-0769 pcb, front end serial number (B)(6). Part number 0670-00-0770 pcb, exec processor serial number (B)(6). These parts were received with a reported unit failure of blank screen and hissing, and, internal communication error. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the boards into the cardiosave test fixture serial number (B)(6) and tested the boards to factory specifications per procedure number (B)(6) revision e and the cardiosave service manual part number 0070-00-0639 revision r. The fat observed error codes 7, 11, and 112 in the fault journal. After a run- in time of over 4 hours, the fat could not replicate the internal communication error. The boards passed testing. Retaining part number 0670-00-0769 pcb, front end serial number (B)(6) in the fat per procedure (B)(6) rev. Ar, due to it being an obsolete part number that the supplier can't evaluate. Sending part number 0670-00-0770 pcb, exec processor serial number (B)(6) to the supplier per procedure number (B)(6) rev.ar. The following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 8 jan 2025. Failure analysis received from the supplier for the part 0670-00-0770. They stated: "incoming test result: fail due to c1 component knocked off the c1 component does not affect the board¿s functionality, so the fct result pass. Conclusion: no functional issues were detected with this board." Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Event description:
N/a.

Event description:
It was reported that while in patient use, the cardiosave intra-aortic balloon pump (iabp) unit had a communication error, blank screen, and was hissing. The iabp was restarted and therapy continued. Five hours later the unit gave more communication errors and the screen went blank, at which point the pump was switched out for another unit. It was reported the patient suffered from a brain bleed. The customer was unable to confirm if the cardiosave caused the issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h6 (type of investigation, health effect ¿ impact codes). A getinge field service engineer (fse) states the customer reported the device initially showed communication errors, but unit was restarted and therapy continued. Five hours later the unit gave more communication errors and the screen went blank, at which point the pump was switched out for another unit. Customer reported the patient suffered from a brain bleed but was unable to confirm if the cardiosave caused the issue. Unit powers on normally with no faults and pumps normally during evaluation. The fse states fault logs show several 7's, 111's, and 112's during the event. Front end pcb (0670-00-1164) and executive processor pcb (0670-00-0770) were replaced. The unit was left pumping on a balloon and system trainer to stress test. Unit pumped for 30hrs with no alarms or issues. Unit passed all tests and calibrations to manufacturer standard and was released for clinical use. Per medical affairs, the customer reported counter pulsation therapy was electively concluded due to improvement in the patient¿s condition. No information has been provided regarding the patient¿s clinical course that supports any harm should be attributed to the iabp or therapy, including reports of cerebral hemorrhage following the elective cessation of iab therapy.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h1 (type of reportable event).

Event description:
N/a.